Manufacturer narrative:
(B)(4). Batch # = m56591. The analysis found that one ec60a device was returned with the closure trigger broken and in the opened position. In addition, an ecr45d cartridge reload present. The reload was received unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the 60mm IFU. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. It is possible that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any staples deployed prior to the device jamming? Did the device cut prior to the device jamming? Clarification needed on ¿would not close or open.¿ was the device locked on tissue when it would not open? If yes, did the jaws eventually open? If no, how was the device removed from the tissue? Was there a time that the jaws did not close or was difficult to close?

Event description:
It was reported that during an unknown procedure, the device jammed and would not open or close. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.